Manufacturer narrative:
Unit received with detached end cap. Unable to perform the displacement test due to detached end cap. (B)(4).

Event description:
It was reported that customer used new cartridge and was priming and the insulin started squirting out and the opposite end of the insulin pump came loose. The customer¿s blood glucose level was 16.7 mmol/l at the time of incident. Customer stated that the bottom of insulin pump was popped out, however it was not drive support cap but the whole bottom part opposite the battery. The customer reported that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct date is (B)(6)2019.